Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for loose detached teflon pad. About 60% of the teflon pad was found lifted off the jaw, exposing metal underneath. The evaluation also found tissue debris on the device, indicating use in a patient. There was no damage to the probe. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that when the device was first removed from packaging, and before use in the patient, the teflon pad detached, exposing metal underneath the pad.